Event description:
The manufacturer received information alleging a ventilation inoperative error code was found on a bipap a40 device. The device was not in use on a patient at the time of the occurrence. The bipap a40 device was evaluated at a third-party service center. During the evaluation it was noted that two error codes, central processing unit cannot communicate with the pressure sensor using spi bus, was observed on the device's error log. The technician recommended replacing the device's circuit board to address the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.